Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continued moving forward after the reservoir made contact and insulin squirted out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. The drive support cap did not appear to be damaged. No further information was provided.